Event description:
There was no patient involved in this event. This device malfunctioned because the status indicator was flashing and the device was emitting the ¿device service required¿ warning prompt. A device emitting this warning message has identified a fault with the device and if left undetected could result in the failure of the device to deliver therapy if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until a failed self-test on (B)(6) 2010 due to a low battery. The pad-pak was removed and re-inserted between this date and (B)(6) 2010 but operates again until (B)(6) 2010. No fault was found with the pad or pad-pak. Testing of the pogo-pins indicated that under load the current flow through the pogo-pins was sufficiently reduced when the pad-pak was agitated to trigger the low battery warning. The fault appears to have developed over time. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.